Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had leak. The customer¿s blood glucose was 13.3 mmol/l at the time of incident. The customer was assisted with troubleshooting. The customer stated that the location of the leak was on screwing of the reservoir the whole top part came off and all insulin came out. Customer stated that the leak occurred while preparing to load reservoir. The reservoir will not be returned for analysis.